Event description:
It was reported that the patient's implantable cardiac monitor exhibited post sensed t-wave over-sensing. No intervention was performed and the patient experienced no consequences. The patient will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.